Event description:
The customer reported getting a blank display.

Manufacturer narrative:
(B)(4). The customer reported getting a blank display. The device was evaluated by a philips field svc engineer. The symptom was verified. The display assembly was replaced to resolve the issue.